Event description:
The doctor reported "I've had lymphoceles around artegraft on three patients in the last month. This has not been a problem in the past. Details of patient 1 of 4: the procedure was av graft. Surgery date (B)(6) 2024 - post op seroma around the artegraft. The device was checked before the procedure. The malfunction was detected after post-op evaluation and no patient injury was reported. A left upper arm brachial -> axillary av graft with artegraft was placed on (B)(6) 2024. At first clinic visit 4 weeks later there was a soft, boggy mass palpated around the graft, and pocus showed a large fluid collection around most of the graft. This was aspirated in clinic on (B)(6) 2024, and on (B)(6) 2024. Cultures negative. It recurred, and she is currently scheduled for excision of the graft. On 24jun2024, in the updated information provided by the physician, the complication was updated from "lymphoceles" to "seroma".

Manufacturer narrative:
Although the graft was explanted, it was not returned for evaluation. The same physician reported a total of four patients within the last month with similar issues. All four of those complaints were reported for the issue of seroma. A meeting was held on (B)(6) 2024 with the doctor who filed the complaints to discuss his concerns with artegraft and to discuss that there are no current trends related to this issue. No conclusion was identified that would lead to a root cause or trend in the incidents that occurred. Additionally, the lemaitre clinical advisor reviewed the case details. On the initial assessment he stated "very unusual unless the patient has some strange reaction to foreign material or the alcohol preservative. A seroma forms as a reaction to a foreign body or from a hematoma after it liquefies, I have never seen this with an avg or frankly an artegraft. Seromas are clear fluid of no consequence unless it gets infected. To have several cases in a matter of a month is extremely odd and I can't explain unless all patients had some crazy hypersensitivity reaction. " upon further review of the specific patient details related to these cases, on (B)(6) 2024, the lemaitre clinical advisor stated the following: patient had native vessel and developed fluid. Only time I ever saw this a graft wasn't flushed well and caused a reaction to the preservative (ethanol). Can't think of any other reason besides that it is grouped to a common denominator. A video from one of the four patients (patient 1) was provided. The video shows someone pushing on the open excision on the patient's arm and fluid leaking out. A review of the 4 related complaints from this physician were evaluated. The grafts were from different batches, manufactured at different times, and from different manufacturing technicians. No trends were identified other than the implanting physician/hospital and location of the implant. A review of the DHR was performed with no issues being noted for batch 23hh375, all release criteria met specifications. No related ncmr/CAPA was identified; no confirmed complaint trend related to this issue was identified. Lemaitre current risk controls were determined to be sufficient at this time. The issue was not able to be confirmed. There was no evidence presented that indicates the device contributed to the reported incident. No definitive root cause was identified. Possible root cause may be patient specific or hospital procedure specific/surgical technique as all four of the cases were reported from the same hospital.